Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the valved trocar cannula leaked during a vitreoretinal procedure. The was no patient harm reported. Additional information and a product sample has been requested.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A lot complaint history examination indicates fourth complaints associated with the trocar valve issue. The root cause of the customer's complaint is not known; the sample was not returned for investigation. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)